Event description:
A lawsuit alleges the patient was injured and died, and further states the ICD and leads were 'defective'. Additional information was received reporting that there was no performance issue with the device, that the ICD and leads were explanted due to infection, and the patient died during the explant procedure. There was no allegation from a health care professional that the death was device related.

Manufacturer narrative:
A lawsuit alleges the patient was injured and died, and further states the ICD and leads were 'defective'. Additional information was received reporting that there was no performance issue with the device, that the ICD and leads were explanted due to infection, and the patient died during the explant procedure. There was no allegation from a health care professional that the death was device related. No conclusion can be drawn defective device.